Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported the stent dislodgment outside patient occurred. During preparation of a 2.50mmx16 synergy ii everolimus-eluting stent, it was noted that the stent got removed from the balloon. No patient complications were reported.